Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer would not release, with 48 pockets remaining undetected. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawers had failed to store items. The field service engineer (fse) walked customer through a 45-minute hard shutdown. Upon boot-up, auxiliary drawers were still not detected on the bus. These drawers were enhanced half-height cubie drawers on the auxiliary unit. Upon arrival, drawer was reported as failed with a 'drawer will not open' error, which the customer was able to recover. The fse tested the drawer and found it slightly stuck during open/close operations, although the slide bearing cage appeared intact and correctly positioned. Upon closer inspection, the right-side slide on drawer was found to be improperly fitted over the threaded insert, causing the screw to protrude and the slides to be wider than specification, resulting in binding. The fse adjusted the slide to fit correctly, resolving the binding issue. During testing, diagnostics threw an exception and crashed, and the leds on the pyxibus module controller and drawer controller indicated a problem with drawer. The drawer controller for was replaced. Diagnostics and acceptance tests were run on drawers and 2.2, both of which passed. The results were documented in the work order feed. No further drawer failures were reported. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer would not release, with 48 pockets remaining undetected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.